Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. G2 (company representative should be removed from the initial medwatch). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, it is likely that the deformed part of the brush was just between the hairless part of the brush and the non-hairless part, so that the non-hairless tip could have been visually conspicuous and the hairless might have been judged to have been lost. The gif-h260's instructions for use warns the prevention method associated with the event as follows: chapter 3 cleaning, disinfection, and sterilization procedures brushing of forceps channels and suction channels warning - the brush for cleaning the channel is consumable. Repeated use may cause the brush section to bend or buckle, causing the brush section to break and come off the shaft. Before and after use, 1. Be sure to check the brush for damage. 2. If the brush is dislodged after brushing the channel of the endoscope, make sure that the brush is not retained in the channel, such as a new brush or forceps 3. Insert and check, and be sure to collect the brush section. 4. Endoscopy with the brush retained in the channel can lead to dropout into the body cavity during the examination. 5. Some remaining areas may not be detected by inserting new brushes or forceps. 6. If it is not possible to find and retrieve the brush, contact the endoscopy consultation center, our designated service center, our branch, or business office. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cleaning brush had its bristles fallen out or were easily to fall out on the second occasion. This issue occurred during reprocessing, but the intended procedure was completed using a similar device. There were no reports of patient harm.